Manufacturer narrative:
H10: in a good faith effort (gfe) response received on 24may2024 from the authorized service provider (asp), it was provided that the device was outside of use at the time of the reported problem. No patient or user harm reported. In the gfe response from the asp, it was also clarified that the high temperature alarm was a blower temperature high alarm. The asp stated that the customer had the blower assembly replaced and the device returned to normal use and full functionality. The replaced blower will not be returned to philips for evaluation, and the device diagnostic report (drpt) was unavailable. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a high temperature alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).